Event description:
It was reported to philips that the device needs a new battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
It was originally determined to be reportable, reports were submitted, then further evaluation determined that this was not reportable due to the battery was just missing and not malfunctioning. The missing battery was replaced by the customer. The device now back in customer use.